Event description:
Pt spontaneously called regarding cadd legacy pump sn (B)(4). Pump is alarming for high pressure. Patient has inspected line for blockages, kinks, clamps, and also tried different tubing sets. Patient states this occurred on saturday but the pump was working off and no side effects reported. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device is available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by pt/caregiver.